Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to retrieve medication. The order was received by the pyxis medstation from the ehr; however, the medication appeared greyed out on the screen and could not be selected for removal. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) requested the customer to provide med identification (ID) or patient ID for investigation. However, due to a lack of response from the customer, the tss closed the case. The system functioned as intended after the technical support specialist investigated the issue.